Event description:
It was reported that the sales representative notified the clinical support specialist (css) to call this facility and review the fos (fiberoptix sensor) map (mean arterial pressure) calibration process with the rn. The sr spoke with the rn in the cardiac cath lab (ccl) immediately after insertion. The css first attempted contact with th ern on (B)(6) 2014, but the staff member had left for the day. On the second attempt the css spoke with the rn at 1:15 pm edt on (B)(6) 2014 and reviewed the fos map calibration. The rn states that while in the ccl they had inserted an iab-05840-lws through the sheath, with the sideport, via femoral artery without issue on (B)(6) 2014; zero had been performed prior to insertion. When all connections were made and the intra-aortic balloon pump (iabp) was started the iabp alarm message was the iabp was running on battery power even though power connections where verified. The iabp was powered down, turned back on and the battery message was still alarming. They immediately switched the pump to a backup console and initiated pumping in less than 2 to 3 minutes with no harm to the patient. There were no pump strips generated for review. An x-ray was performed on (B)(6) 2014 and is unavailable for review. The first iabp was removed form service an sent to biomed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. As of today, the patient remained on iabp with no further issues. Per the field service report: pump was on patient. Symptom - intermittent on battery alarms when plugged into a/c. P/s checks okay. Findings/action taken: biomed replaced power switch and cable from front panel. Pump functional, check by biomed. The pump is back in service. Software level. 2.24.

Manufacturer narrative:
(B)(4).